Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the us. Analysis is pending.

Event description:
Immediately following the implantation of the subject device, loss of capture and ineffective spikes were observed by ECG. Prior to discharge 48 hrs later, loss of capture and an increase of pacing threshold (from 0.5v at 0.5ms to 2.0v at 0.5ms) was observed. During re-intervention good lead measurement with psa (16mv sensing and 0.5v at 0.5ms pacing threshold) were obtained. Another pacemaker was subsequently implanted.